Manufacturer narrative:
H10 h3, h6: two 7207675 scr biorci-ha 7x25 8mm head sterile intended for use in treatment have been returned for evaluation. The information provided states: ¿during a cl reconstruction surgery two screws were fractured when screw in, all pieces were removed and no additional bone holes was performed¿. Visual assessment confirms the complaint. The screws were returned fractured. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during insertion. Improper site preparation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a cl reconstruction surgery two screws were fractured when screw in, all pieces were removed and no additional bone holes was performed. The procedure was successfully completed with a backup device, and a delay greater than 30min was reported.

Event description:
It was reported that during a cl reconstruction surgery the screw was fractured when screw in, all pieces were removed and no additional bone holes were performed. The procedure was successfully completed with a backup device, no significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.